Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: 5004l. Cgm sensor type: 7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced increased blood glucose levels after approximately 4 to 24 hours of pod wear; however, specific glucose values were not provided. The patient reported being admitted to the hospital sometime in (B)(6) 2025, where she was diagnosed with diabetic ketoacidosis and treated with insulin, fluids, and potassium. The specific date of the event was not reported. It was further reported that upon pod removal by hospital staff, the cannula was observed to be bent. The patient was discharged approximately three days later.